Event description:
Patient went to e.r. And was treated and released (not admitted to hospital) for severe vomiting. Headaches and aches all over. Patient reported when changed pump on (B)(6) appeared to have quite a bit of medication left but no alarms went off and pump was running so patient thought everything was fine. Appears patient had severe side effects due to not infusing medication from malfunction pump. (Sn (B)(4)). Replacing pump and patient will return faulty pump. No other information provided. Dose or amount: 20 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.